Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level at time of incident was 600 mg/dl and the current blood glucose level was 600 mg/dl. The customer was treated with insulin pump and injections. The customer reported symptoms related to high blood glucose such as nausea and frequent urination. The customer states that the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. Troubleshooting was done and self test was passed. The insulin pump will not be returned for analysis.